Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Belt sn (B)(4) was returned to the distributor and scrapped due to a potential biohazard. The monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Monitor: (B)(6) 2014 electrode belt: (B)(6) 2014 the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as atrial fibrillation with rapid ventricular response exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (pdf). The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity. (B)(6).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Atrial fibrillation contributed to the false detection. The patient was reported to be conscious at the time of the event but not oriented. The response buttons were pressed after the treatment was delivered. The patient was admitted to the hospital following the event and continued use the lifevest.